Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure; controller red heart alarms. Specific component(s) involved: external battery malfunction; holder. Other component: causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system. Other cause: intervention(s): replacement of external battery. Other intervention : type: lvad.